Event description:
Intl ((B)(4)) complaint received reporting multiple incidents/leakage issues with use of d1000 tego connectors. It was reported that there were three incidents where the d1000 tego connectors had ".. Faded seals resulting in blood leaking.." There were no adverse pt consequences reported. MFR has made multiple f/u requests for add'l info and status of the involved devices. To date there has been no response. MFR's investigation: a review of the MFR lot build database for the reported lot# 2686149 (mfg date: 05/2013) showed (B)(4) units were manufactured, tested, inspected and released. No exception documents were generated during the mfg lot build. Findings: the involved devices have not been returned to the mfg for analysis and confirmation. The exact cause(s) of the reported incident are unk at this time.

Manufacturer narrative:
Record review - MFR lot build records and complaint database record analysis. Findings: the involved device (s) were not returned for analysis and investigation. The MFR's complaint team reviewed the reported incident/product issue. Monthly mgmt review of in-process assembly/quality trend reports identified no adverse trends or contributing issues for the applicable d1000 tego components/sub assy builds.